Event description:
It was reported a patient presented in clinic after receiving alert for high hv lead impedance. The measurement of high voltage lead impedance in the clinic was normal. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.